Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/10/2021. A manufacturing record evaluation was performed for the finished device pjq043, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was used to complete the procedure? - prolene code 8805 using an interrupted technique were there any patient consequences due to the event (intra-op suture breakage)? - no, other than an increase in operative time of approximately 30 minutes what is the current patient¿s status? - the patient is recovering normally. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a left carotid endarterectomy on (B)(6) 2020 and the suture was used in the graft as running stitch. When the clamp was removed following suturing the graft, thus restoring blood circulation, the suture broke. An edge of the graft was free and blood gushed out between the artery and the graft. The surgeon re-clamped the carotid artery and re-sutured the graft using another like suture; 23 interrupted stitches made. Procedure was completed successfully with 30- minutes delay. Fragments were generated but were removed easily without additional intervention. There were no adverse patient consequences reported.